Event description:
The patient complained of chest pain and decreases in st were observed on the ECG. The patient went into cardiac arrest and patient was put on pcps and coronary angiography was conducted. Thrombus was observed in the implanted cypher at the lad. To treat the trombus, aspiration and balloon angioplasty were conducted. An intra-aortic balloon pump was inserted and the patient was put on a respirator and returned to the ICU.